Event description:
It was reported that the customer's pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to perform several troubleshooting steps, including pressing the button on the pump and checking the led light color. The customer was also advised to plug the pump into a known working power source, which eventually led to the pump screen turning back on after about ten minutes.